Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2017-04698, reference MFR. Report# 1627487-2017-04699. The patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention (B)(6) 2017 to explant the system. However, the physician left the two leads implanted due to scarring and explanted the one lead and the ipg.